Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's sample was tested on a chromatography card and was positive. The patient's sample was then tested on the e411 analyzer and the hcgb result was <0.100 miu/ml, which was interpreted as negative. The customer stated the patient's sample was then tested using acon on a tosoh bio-science analyzer and the result confirmed the positive result. The customer stated a result of positive was reported outside the laboratory after it was confirmed. Information on whether the customer was adversely affected was requested, but not provided. The hcgb reagent lot number was 169563. The expiration date was requested but not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The root cause could not be determined with the information provided. Further details were requested but not provided. The quality control data provided was within range, but the customer did not provide the data for the day of the event.